Manufacturer narrative:
This report is being submitted retrospectively as part of an internal review. The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On march 19, 2019, senseonics was made aware of an incident where the patient using eversense cgm system experienced a hyperglycemia event with no alert from the system.